Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. An intuitive surgical, inc. (Isi) field service engineer (fse) performed system verification with no issues found. The small grasping retractor has not been received for failure analysis investigation. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the patient's liver was injured from a small grasping retractor instrument. The instrument jaws would not close inhibiting the instrument from being removed from the patient. Use of the immediate release key (irk) on the small grasping retractor instrument successfully allowed to jaws to be closed and the instrument was able to be removed from the patient and through the cannula. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.